Event description:
It was reported that prior to a gastric resection procedure the insulation plastic in the jaw fell out before they started to use it and it did not pass the generator test in the beginning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with the tissue pad detached and not returned, with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. It is possible that when the blade made metal to metal contact, the generator displayed the reported yellow alert screen. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.